Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted ¿a portion of the previously placed mesh within in the sac. The peritoneal content were then reduced within the abdomen and the fascia exposed for a distance of 2 cm radially from the defect. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure was captured in a separate file. No additional information is provided.